Event description:
Event description guidant received information that immediately after implanting this pacing system, the ventricular lead displayed impedance measurements greater than 2500 ohms and was unable to pace or sense electrical activity as expected. The lead was suspected of not being completely inserted in the lead barrel and was therefore not making a proper connection with the device. Eight days later, it was reported that the patient experienced syncopal episodes and programming information was requested and received on the sudden brady response (sbr) feature. The patient remained hospitalized and was fitted for a holter monitor. A period of asystole recorded on an electrocardiogram (ECG) from the monitor apparently indicated the device failed to pace appropriately.